Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, pressure-flow, preimplantation, and leak testing. Therefore the conditions of this complaint could not be duplicated by laboratory personnel. There was proteinaceous debris observed within the interior and exterior of the valve. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was not draining properly intra-operatively. According to the report, the device was successfully replaced during the procedure. Reportedly, there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.